Event description:
It was reported that a patient underwent and initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the screw of the articular surface migrated. Subsequently, the patient underwent revision surgery to replace the migrated screw. Due diligence is in process for this complaint; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown nexgen femoral component: catalog#ni, lot#ni; unknown nexgen tibial tray: catalog#ni, lot#ni. Report source: germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified nicks, gouges, and surface scratches on the end of the screw. No other definitive statements can be made. The product was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medial displacement of an implant screw. Implant fit and alignment appear maintained although the entire femoral and tibial stems are not visualized. There is no fracture. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.